Manufacturer narrative:
At the repair bench the speaker was replaced and the device was updated to the latest manufacturing process, with all testing passing per specifications. The device was returned to finished goods and the customer received a replacement device via the exchange program.

Event description:
During product evaluation, the bench repair technician found the mx40 telemetry device had no sound. There was no patient involved.